Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she wore the insulin pump into a swimming pool and the keypad became unresponsive. The customer also reported that there was a battery error and numbers were scrolling on the screen. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 165 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found inside the insulin pump. The insulin pump has cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, reservoir tube lip, minor scratched display window and missing the end cap sticker.